Manufacturer narrative:
Mst1009 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mst1009 probe was received for investigation. Upon evaluation of the device, the sms cup is between chamber 10 and 11. It is likely that the sms cup was aligned on the marker chamber during the first sample, and therefore, the first sample went to the cannister. If the tissue is found within the canister rather than in the sample management system, a misdiagnosis is possible due to lost tissue. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from our affiliate, devicor medical (B)(4), stating the user acquired 6 tissue samples, but there were only 5 samples in the sms (sample management system) and then they found a tissue sample in the canister. This sample has many calcifications and the user believes that it is first sample. This has been documented in our system as record # (B)(4).